Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively of a sacroiliac and thoracolumbar procedure. It was reported that a "localizer faulted" error message was displayed on the navigation system. Both the green and orange lights of the camera were lit up. The issue was not resolved even though re-booting and re-attaching the cables. The site decided to opt out of navigation and proceeded the case through the use of fluoroscopy. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Analysis on the returned camera resulted in an electrical failure that was found through functional testing, proceduralized device testing, and visual/physical examination. Analysis states that it powered with the amber fault light on. A check of the event logs revealed several error messages. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: corrected with system checkout. A medtronic representative went to the site to test the equipment. Testing revealed that the bump sensor was tripped on the camera. The representative had to replace the camera. Once the camera was replaced, the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Further troubleshooting stated that they verified the camera connections and the issue was not resolved.